Event description:
A customer reported to baxter (B)(4) of an air eliminating set in which a solid plastic part was broken away from the tubing end. This was discovered before usage. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. Once the sample has been evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. During visual inspection it was confirmed that the pump segment assembly was separated. The root cause of the reported condition was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.